Manufacturer narrative:
The surgeon and rep have been contacted for further information. Dr. (B)(6) couldn't identify specific cause of that could have contributed to the extrusion and the product is not available for investigation. The lot history record for desara blue tv # k06022 shows no non-conformances or deviations that could have caused or contributed to this incident. The product was used prior to its expiration date of 06-20-2022. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/exposure/explant is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history.

Event description:
Sales rep reported that dr. (B)(6) patient experienced an extrusion using desara blue tv. Surgeon just sutured up the extrusion and is hoping that will solve the problem. The patient was not experiencing any pain or discomfort, although dr. (B)(6) is concerned she may experience painful intercourse. He is going to continue to monitor her and if necessary he will cut out the piece of mesh that is extruding.